Event description:
This balloon pump was placed on [date redacted]. At 0132 the next day, rn (registered nurse) had augmentation alarms regarding a drop in the augmentation. All lines, tubing, and insertion site were assessed. At 0142, augmentation alarms along with helium alarms were going off on the balloon pump. The nurse assessed the site again to find a small speck of blood. She called for help and the tubing filled with blood--a sign of a balloon rupture. We clamped the helium line, put the balloon pump in standby, held the heparin continuous drip, and put the patient's head in trendelenburg. The balloon pump was removed quickly by provider at the bedside.